Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected restart. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump loses all the time and date and other times it was just a blank screen. Customer stated that at times the screen was totally blank. Other times it started counts down from 1 to 7 and the time was reset. Customer were able to clear the alarm. Customer stated a temperature basal was programmed before the unexpected restart alarm occurred. Customer reported that the insulin pump had blank display. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated the display returned. The insulin pump will be returned for analysis.